Manufacturer narrative:
Pt info requested and all available info is included in section a and b. This report was filed by the MFR.

Event description:
Customer reported that critical ICU pt on multiple vasopressives was in transport. Device began to alarm and read "instrument fault, service required". All 3 channels started flashing a red light and all drips then ceased. Staff used gravity flow to control drips. Pt had brief cardiac arrest, then stablized after stopping at an intermidiate hosp en route, with unk treatment given. Pt was able to be taken to original destination hosp, but ultimately expired within 24 hours of transport. Customer states they do not have any way to know if pt's cardiack arrest and death were related to the device failure. Unit received with torn non-cardinal health sticker seal indicating unit was last serviced on 12/2005, due to 12/2006. Investigation showed main battery was not being charged due to pinched harness on the power supply board, noted when the battery was removed. Device was a refurbished unit purchased by customer from third party biomed company. Multiple attempts were made via telephone and e-mail to obtain further info, but were unsuccessful.